Event description:
Catheter broke during removal, and the physician could not see markings on the end of the catheter. Approx 8cm segment found by physician. Physician felt resistance when pulling out catheter.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The device received for eval was determined to not be the actual unit. The segment being submitted has been lost in the mail. The physician indicated that resistance was felt during removal of the catheter, and then it broke. Based on the info stated in the dfu, the technique used during the removal of catheter may have contributed to the breakage of the catheter. I-flow has prepared several catheter placement guides for different surgical procedures, and a technical bulletin in order to prevent and decrease catheter breaks. I-flow has also developed a technical bulletin entitled "preventing in-situ catheter breakage with the on-q post-op pain relief system." It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material, that meets tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.